Event description:
It was reported by the clinician that during the procedure, the spring wire guide (swg) began to unravel during removal and separated. The piece of swg was retained in the pt's atrium. At this time, the pt is being transferred to the post-op unit. Additional info received on 4/28/2010 from the hosp stated that the retained swg was removed from the pt successfully. The pt is doing fine and there were no complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.